Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the full-height drawer railing was broken. A field service engineer powered off the station, removed the pyxibus cable, and detached the drawer from the cabinet. Both hardware rails were replaced, and the retractor band was inspected and found undamaged. The drawer was reinstalled, the pyxibus cable was reconnected, and the station was powered on. The application was launched, and hardware testing was successfully completed via the hardware test application (hta). All drawer position and latch sensors were tested and confirmed functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a full height drawers railing was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.